Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use were observed. There was evidence of blood and charred tissue detected on the jaws and heater wire. The silicone coating on the jaws were observed to be intact, with no cracked or peeled areas. The heater wire on the hot jaw was observed to be detached at the tip and center of the hot jaw, while remaining attached at the base of the jaw. There were no other visual defects detected. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the metal was separated from the silicone boot. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the metal was separated from the silicone boot. A replacement device was used to complete the procedure. The hospital did not report any patient effects.